Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was capped due to noise, pacing inhibition and an insulation breach. The patient went asystole when he would sit up in a chair. The patient was occluded on the left side where this lead and the system were implanted. So, this lead was capped and the new system was implanted on the right side.